Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the devices were serviced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and three batteries were not returned for evaluation. Failure analysis for the devices could not be performed as the devices were not returned. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries bat214100, bat214518 and bat214517. Log file analysis also revealed a controller power-up event on 07/07/2018 at 07:21:47. The data point prior to the loss of power revealed that bat214518 was connected to power port one (1) with 90% relative state of charge (rsoc) and an adapter was connected to power port two (2). The data point recorded after the loss of power revealed that bat214518 was connected to power port (1) and bat213674 was connected to power port two (2). The controller was without power for 10 seconds. Log file analysis additionally revealed a second controller power-up event on 07/16/2018 at 12:52:26. The data point prior to the loss of power revealed that bat214518 was connected to power port one (1) with 77% relative state of charge (rsoc) and bat214517 was connected to power port two (2). Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that bat214518 was connected to power port (1) and bat214517 was connected to power port two (2). The controller was without power for 9 seconds. Loss of power to the controller will result in a loud, continuous alarm, which corresponds with the reported ¿high alarm sound¿ heard. As a result, the reported event was confirmed. A power source lubrication procedure was performed on all associated power sources to mitigate the reported conditions. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries other devices involved in this event: battery bat214100 h3: yes h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery bat214518 h3: yes h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery bat214517 h3: yes h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction; e3. Other devices involved in this event: d1: heartware ventricular assist system -battery d4: battery / (B)(4) /model #: 1650de / expiration date: 2017-02-28 UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-02-28 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 other devices involved in this event: d1: heartware ventricular assist system - battery d4: battery / (B)(4) /model #: 1650de / expiration date: 2017-02-28 UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-02-28 h5: no h6: patient code(s): c76143 h6: device code(s): c63030, c62952 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 other devices involved in this event: d1: heartware ventricular assist system - battery d4: battery / (B)(4) /model #: 1650de / expiration date: 2017-02-28 UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-02-28 h5: no h6: patient code(s): c76143 h6: device code(s): c63030, c62952 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the controller exhibited no power, an unknown alarm, and power switching. There were associated batteries and they exhibited an unknown alarm, and power switching. The controller and batteries remain in use.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery / (B)(4)/model #: 1650de / expiration date: 2017-02-28 UDI #: (B)(4) mfg date: 2016-02-28 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller and battery exhibited a transient interruption of electrical connection. The controller and battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.